Event description:
It was reported to tyco/kendall healthcare in 2006 that a customer had a problem with the kendall heel warmer. The customer alleges that the package leaked through the top of the right side seal, between the "ref 59654" and the "*" symbol following the word kimberly-clark. Customer alleges that the nurse activated the heel warmer when it broke and splashed in her eyes. Copious amounts of water flushing was performed and ophthalmic antibiotics were administered to her eyes, no injuries noted to the nurses eyes from the heel warmer solution."